Manufacturer narrative:
Lead explanted (B)(6) 2021. In addition to original complaint, subclavian crush and increased threshold were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Per rep, home monitoring shows lv lead failure alert with a switch to secondary polarity. Capture control was disabled, possible non-capture seen on iegms. Pacing impedance and sensing have increased in the last year since implant. Pacing threshold has increased slightly. Patient will be evaluated for lead noise in person and an x-ray will be taken. No adverse events reported. This file will be updated if more information becomes available.